Event description:
It has been reported that the bd microlance¿ needle has been found experiencing leakage during use. The following has been provided by the initial reporter: the liquid came out from the syringe in the needle insertion zone.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 304000, lot 180319, to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microlance¿ needle has been found experiencing leakage during use. The following has been provided by the initial reporter: the liquid came out from the syringe in the needle insertion zone.